Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported failure. Physio-control replaced the system pcb/interface pcb flex cable assembly, the interface pcb assembly and the therapy pcb assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed system pcb/interface pcb flex cable assembly and therapy pcb assembly. It was determined that connector, designator p2 on the system pcb/interface pcb flex cable assembly had pins 21 and 23 electrically shorted. The shorted pins caused the reported issue. The removed therapy pcb assembly was an ancillary part and there was no failure of this assembly. The removed interface pcb assembly was an ancillary part and there was no failure of this assembly.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported failure. Physio-control replaced the therapy pcb assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that during a patient event the device failed to deliver defibrillation therapy, when this occurred the service indicator became illuminated. The device was charged again and defibrillation therapy was delivered to the patient. The customer¿s biomed stated that the code summary for the patient event showed the patient¿s ECG went back to a normal sinus rhythm after the shock was delivered. Physio-control was not able to verify this as the code summary and the electronic patient records were not available for review. No further details about the patient event or the patient were provided by the customer.